Manufacturer narrative:
Product event summary: analysis confirmed blank screen at startup; mpu (microprocessor unit) printed circuit board assembly found out of electrical specification.

Event description:
It was reported there was no display after power on of the programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.